Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported that the device was working, but they were not able to control the level of incontinence, leakage, etc. The condition of leakage was increase where the stimulation did not handle it efficiently. They moved onto botox injections to bladder. This was not caused by normal battery depletion. They said the device is working but not controlling it. They said they determined they need more recent ways to control - i.e botox infections to bladder wall - effective approximately 7-8 months length before repeating. When asked what steps were taken to resolve the issue, they reported they self cath, are keeping a log on residual, get botox 6-8 months apart (4 treatments between 2021 and 2023 partially resolved), and started r4 of trospium all in the last 18 months. They are also taking plavix and stopped fear of bleeding-clotting. The issue is not yet resolved. When asked whether they experienced urinary retention prior to the device, they stated they don't recall and they don't think so. The retention had not worsened as a result of the device/therapy. When asked "if worsened, how" they stated weight and breakdown of aging. Catheterization was not a standard of care prior to the device. They also stated that since 2018 they have had several heart surgeries "tavr - tmvr with lampoon (a research with nih etc.) Watchman (due to a fib) etc.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stopped using the ins because it just wasn't doing it well anymore. Patient said they started leaking more after a number of years and they were going through pads like mad. Patient said they have had it off for several years and they first noticed it wasn't working well several years ago. Patient said at the earliest they noticed maybe 2020, but said that's a guess. The reason for call was patient inquired about MRI compatibility because they need an MRI of their foot. Reviewed MRI guidelines. Patient said they have a corn on their second toe and their big toe is bent. Patient said they've been treating it for months and see the doctor weekly to clear it out where they put them on antibiotics. But patient said it is still leaking a little and pain is still there. The patient's relevant medical history included patient mentioned they tried different medications with the ins like myrbetriq. Patient said they had about 3 rounds of botox which worked pretty well and controlled it so much better. Patient said the botox worked for 6-8 months. Patient said they can no longer get botox because they are on blood thinners and there is a fear of clotting so then they were taking trospium which helps. Patient said tropsium helps cut down on the pads to about a 3rd of what they used. Patient mentioned they live with utis because they are now self-cathing. Patient said they're constantly on antibiotics and doing a research study for tmvr. Patient also mentioned non-relevant medical history including patient said they have had heart surgeries. Patient said they have had ankle replacements, a titanium plate in one of them and reconstruction on both feet.